Manufacturer narrative:
The device has not been returned for analysis. A review of documentation supplied with the implant states that it must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with allowing the ipg to deplete beyond a recoverable state.

Manufacturer narrative:
The date of the event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient last charged the ipg approximately 5 years ago. The ipg would no longer communicate with external devices. Surgical intervention may take place in the future to address the issue.